Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer fell down the stairs and the insulin pump got cracked. It was stated that the blood glucose at the time of the incident was high; reading is unknown. Troubleshooting was performed and it was stated that the screen was completely black. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap also, with cracked and bleeding on lcd glass. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to damage the lcd glass. The insulin pump had cracked case at display window corner, cracked reservoir tube lip and missing the display window.